Manufacturer narrative:
Additional information is pending, and will be sent in upon 30 days after receipt.

Event description:
After opening the inner package of a 6mm x 120mm x120cm smart flex vascular ses (self-expanding stent) delivery system, it was found that some of the stent had been released from the sheath. The device was replaced with another stent (unknown) for follow-up treatment. There was no reported patient injury. The stent was outside the deployment sheath a little upon removal from the package. The device was stored in the cath lab for approximately six months. The product was stored, handled and prepped to the according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no damage noticed to the device packaging prior to opening the package. There was no unusual force used at any time. There was no difficulty removing the device from the sterile packaging. 2-3mm of the stent was prematurely deployed. The target lesion was the middle segment of the superficial femoral artery, with little calcification. There was no vessel tortuosity and 70% stenosis. The other device was not used for a chronic total occlusion. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections g4, g6, h2 and h6 have been updated accordingly. After opening the inner package of a smart flex vascular 6mm x 120mm x120cm ses (self-expanding stent) delivery system, it was found that some of the stent had been released from the sheath. The device was replaced with another stent (unknown) for follow-up treatment. The stent was outside the deployment sheath a little upon removal from the package. The device was stored in the cath lab for approximately six months. The product was stored, handled, and prepped to the according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no damage noticed to the device packaging prior to opening the package. There was no unusual force used at any time. There was no difficulty removing the device from the sterile packaging. 2-3mm of the stent was prematurely deployed. The target lesion was the middle segment of the superficial femoral artery, with little calcification. There was no vessel tortuosity and 70% stenosis. The other device was not used for a chronic total occlusion (cto). There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 126382 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature/during prep¿ could not be confirmed and the exact root cause could not be determined. Procedural and or handling factors such as the user¿s interaction with the device during removal of the inner package and or handling of device during prep may have led to the reported event. According to the instructions for use ¿open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.